Event description:
539 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention was performed. The index procedure identified and treated two target lesions. The first lesion was an 80% stenotic, moderately calcified, b2-type lesion located in the proximal left anterior descending (lad) artery. The artery was mildly tortuous. The diameter of the artery was 2.5mm and the lesion was 18mm in length. The physician pre-dilated the lesion at 18 atms which reduced the lesion stenosis to 40%. The physician deployed a taxus express2 2.50 x 24mm stent over the lesion. The stent was post dilated at 16atms. Following the procedure, the lesion was reduced to 0% stenosis and timi-3 flow. Target lesion two was located in the mid portion of the lad. A guidant pixel stent was deployed over the lesion. The pt was discharged the day following the implant procedure on both clopidogrel and aspirin. The pt discontinued plavix approx 3 months after the implant procedure and discontinued aspirin approx nine months following the procedure. The pt was urgently admitted to the enrolling hosp 539 days following the implant procedure. It was determined that a re-intervention of the lad needed to be performed. The physician implanted an unk type bare metal stent in the lad. The pt spent one day in the ICU/ccu prior to being discharged the following day. The relationship of the taxus stent to this event was indicated as being "unk".